Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that right atrial lead exhibited lead noise due to electromagnetic interference. No intervention was performed. The patient was in stable condition.